Manufacturer narrative:
The technician replaced the foot end brake caster to repair the stretcher.

Event description:
Info received indicates the foot end brake caster is not holding. The caster continues to rotate under pressure.